Event description:
A (B)(6) female who underwent a tvt-o procedure for treatment of sui. She underwent release of the sling for obstructive voiding but continued to have obstructive voiding years later. The mesh was not fully released.